Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The stent prematurely deployed as it was being introduced into the sheath. The procedure was popliteal stenting (side unknown). The product was properly inspected and prepped prior to use a 6 fr. Sheath was inserted into the patient and the lesion was accessed with an .014 cardiac guidewire. As the physician attempted to advance the stent delivery system (sds) over the guidewire, the physician felt some resistance. It was noted that during advancement the sds had kinked on the guidewire and the stent had deployed prior to being introduced into the sheath. Therefore, the product was removed and another stent was used to successfully complete the procedure. There was no patient incident or adverse reaction - the patient was not affected at all.